Event description:
Pt in hosp for onset of generalized seizure activity. Pt vented. Staff respiratory therapy noticed vent circuit just above humidifier hot and circuit tubing was soft and flimsy. Temp 36c. Pt bagged and vent changed. "Ce" tested equipment and found phone plug on temp probe extremely tarnished, possibly causing poor connection to humidifier input connector/jack.